Event description:
Customer reported blood glucose results of 317 mg/dl, 65 mg/dl, 135 mg/dl, 74 mg/dl, and 90 mg/dl within 10 minutes on the compact plus system. Customer symptoms for which she was able to self treat; ate grapes after 65 mg/dl result. No adverse event reported. A request was made for the return of the system, replacement was sent.